Event description:
It was reported that c-arm errors were received on the system and the left side controls stopped responding. The customer was able to clear the errors, but now getting uncommanded movement of the c-arm rotating without the technologist pressing any buttons. No injury reported. A field engineer was dispatched to the site and determined the c-arm switches needed to be replaced. Once this was completed the system was working as intended.